Event description:
It was reported that the patient's blood glucose levels reached 437 mg/dl while wearing the pod between 1 and 4 hours. Patient reported the adhesive was not secure during wear. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied, insulin was delivered and patient drank water.

Manufacturer narrative:
The device was returned with the adhesive pad attached to the bottom housing and the cannula assembly fully deployed. No blood was observed on the device. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would contribute to a failure of the adhesive pad to adhere. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed that would result in the device failing to deliver insulin. The following fields were corrected and updated regarding the referenced adhesive issue. B5 - describe event or problem : it was reported that the patient's blood glucose levels reached 437 mg/dl while wearing the pod between 1 and 4 hours. Patient reported the adhesive was not secure during wear. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied, insulin was delivered and patient drank water. H6 - adverse event problem/medical device problem code: a040102 (loss of or failure to bond). H6 - adverse event problem/component code: g0405201 (adhesive).

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 437 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied, insulin was delivered and patient drank water.